Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that top of the reservoir compartment was came off. Blood glucose was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoir¿s snap-cap width dimensions per dop114-811 and d6014595, also using a new lab infusion set connected. Reservoirs easy to connect/lock/release properly. (B)(4). Evaluated 2 open/used reservoirs. Inspected reservoir¿s snap-caps width dimension per dop114-811 and d6014595. Also, using a new lab infusion sets connect found reservoir's snap-caps too loose to connect/lock. (B)(4). Evaluated 1 open/used reservoir. Performed a visual inspection and found transfer guard attached from the reservoir¿s head and lodged inside of the base of the transfer guard, unable to remove.